Event description:
The reporter contacted animas on (B)(6) 2012 and stated the ok keypad button was unresponsive and required multiple presses to elicit a response after water exposure. The reporter denied damage to the keypad. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons responded appropriately and had normal spring back and click. Unrelated to the complaint, evaluation revealed the batter compartment was cracked and had moisture corrosion. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.